Event description:
It was reported that the catheter was unable to pace during use. When the catheter was replaced, the problem was solved. Information such as the background of malfunction occurrence, the phase when the catheter got unable to pace, what kind of surgery/examination the catheter was to be used for or if the patient had cardiac conduction defect is unknown. Patient demographic information was requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. Complaint histories for all reported events are reviewed against trending control limits, on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.